Event description:
The patient's mother reported that the patient experienced elevated blood glucose levels (400 mg/dl) and nausea and vomiting. The patient received a flu shot the day prior and the patient's mother believes that the patient has a virus due to being sick the prior week. The pt's mother stated that a bolus is missing from the pump history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.